Event description:
The description of the event was reported by the customer as: flash in the outer package. This was detected via our manufacturing personnel. No pt injury reported.

Manufacturer narrative:
It is uncertain if sample is available for evaluation. Usage of device. The reported defect was found by the customer's manufacturing personnel. The results of the investigation are not available at the time of this report.